Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had failed the incoming inspection from factory repair. The pressure readings were off and wouldn't calibrate. No patient involvement.

Event description:
It was reported that the device had failed the incoming inspection from factory repair; the pressure readings were off and wouldn't calibrate. No patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/02/2013 to the present date 01/06/2021 and note that this device has been returned for service three times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.